Event description:
The customer reported that their central nurse's station (cns) went black. This unit was monitoring tele devices at the time. No harm or injury was reported. No reports of device-related patient events.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) went black. This unit was monitoring tele devices at the time. No harm or injury was reported. No reports of device-related patient events.